Event description:
It was reported that during a monarch bronchoscopy procedure the physician encountered difficulty navigating and elected to abort the case. There were no reported clinical consequences to the patient.